Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and severely calcified renal artery. After a mach1 guide catheter was engaged, a y-adapter was placed on the guide catheter. A 5.0mmx15mmx90cm express¿ vascular sd stent was then inserted through the y-adapter but the inner diameter of the y-adapter was too small. When the express¿ vascular sd stent was advanced through the guide catheter, the physician felt some resistance and could not move the device through the guide catheter. The devices were completely removed, however, it was noticed that the stent was damaged. The physician then used a 6 french sheath and another express¿ sd stent to complete the procedure. No patient complications were reported and the patient's status was well.